Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 50-year-old male patient presenting with cardiomyopathy and a history of known coronary artery disease. The patient's clinical state prior to initiation of support was identified as scai shock stage e. A placement signal unreliable alarm occurred when the patient was switched from pikeville aic to UK aic upon arrival at UK. The placement signal issue had no impact on the patient's hemodynamics. Care was subsequently withdrawn, and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage e.